Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed power error. The patient's blood glucose at the time of incident was 19.9 mmol/l. The customer was advised to remove the battery for ten minutes and restart the insulin pump. No further troubleshooting occurred, and no products were returned or replaced.